Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information provided: the procedure was laparoscopic low anterior resection. The anastomosis site was cut and another device was used to re-anastomosis. Temporary stoma was created. The patient is stable after the procedure. Dr. Commented that the firing force was not felt to be hard but no action of cutting washer was felt. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? No information. Where in the green gap setting scale was the indicator located prior to firing? No information. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No information. Was the device difficult to close? No information. Were the donuts inspected? If so, please describe. No information. What is the current status of the patient? The patient is stable.

Event description:
It was reported that during an unknown procedure, the washer was uncut after the firing. Another device was used to re-anastomose and to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Batch # r59u81. The analysis results found that the cdh25a device arrived with no apparent damage. The breakaway washer uncut and indented and there were no staples present. In addition marks were noted on the knife and washer. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples were noted to have the proper b-formed shape. The marks noted on the washer and knife is consistent with the device been fired over existing staples. The condition of the washer indicates that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition, it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.